Manufacturer narrative:
(B)(4).

Event description:
The occluder legs were broken on the transfer set. The set had been used for 68 days. The broken occluder legs were found because a leak was noticed. The patient had been on peritoneal dialysis for about seven years and performed continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention.